Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an intermittent alarm on the level sensor. The user also reported a detached level sensor message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt during this event.